Manufacturer narrative:
(B)(4). Evaluation summary: the suture mediated closure (smc) system was returned for analysis. The reported device operates differently than expected with an unspecified device failure was not confirmed. The reported failure could not be replicated in a testing environment. Both cuffs had been engaged with the needles and the pre-tied knot was formed and loose. The suture loop was still in the suture bearing. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of a moderately calcified femoral artery was attempted using perclose proglide devices. Reportedly, when the device was retracted to position the foot against the arterial wall, arterial blood marking did not cease from the device marker lumen. Several attempts were made to stop arterial marking by changing the angle of the device and cycling the foot open and closed, but blood flow continued from the device marker lumen. The device was removed and a second proglide device was attempted, but when the needle plunger was removed from the device, all of the suture came out from the vessel. In addition, the posterior portion of the foot was detached from the device and was not found. No resistance was noted during the procedure. Although hemostasis was subsequently achieved, the method used was not specified. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that calcification was noted in a common femoral artery. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report number.